Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing was performed. Power up process was performed and primary audible alarm (paa) post was found at power up. The speaker did not operate properly. No damage was found to speaker or interconnect board. The speaker was replaced. Power up processes, preventative maintenance and all functional tests were performed and passed. Manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device is over 3 years old. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that watchdog failure and primary audible alarm occurred. There was no patient involvement and no injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Visual inspection showed the corners of the top case, and the right plunger case were cracked. A review of the event history log (ehl) identified primary audible alarm post followed by secondary auxiliary control unit (acu) watchdog failure.

Event description:
Additional information received via email: issue did not occur with a patient.